Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device was evaluated by the customer. The device was recycled to address the issue.